Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent broke inside sheath intraoperatively. All of the stent components were retrieved from the patient.

Event description:
N/a.

Manufacturer narrative:
Additional information d9.

Manufacturer narrative:
Based on the details of the complaint and investigation results the balloon separated from the catheter within the introducer sheath upon withdrawal. No answers to our questions were provided to help better understand the circumstances surrounding the procedure. Upon review of the returned device it was clear that the balloon had separated from the catheter shaft where the catheter shaft meets the proximal balloon weld. The weld itself was still intact. The shaft had enough force imparted to neckdown the shaft prior to it breaking. The balloon was tested and found to be fully intact and was not leaking. The inflation lumens and skives under the balloon and manifold were also inspected and found to be patent. The patency of the skives is important in regards to the balloons ability to inflate and deflate the balloon. If the balloon had been ruptured the balloon would also not be able to be deflated. In both instances the product was manufactured properly. A review of applicable device history records was conducted. There were no nonconformances noted during any of the device builds and no indications of any manufacturing defect that could have contributed to the issue. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022.

Event description:
N/a.